Manufacturer narrative:
Device not returned. Device remains implanted. No additional patient history or condition information was indicated. Operative report was request, but not provided. The response indicated the procedure was to correct "recurrent mr". There was no allegation of a product malfunction. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry' is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, sales reported that the device was not explanted. This was the first valve-in-ring case performed at their clinic. The patient was implanted with the sapien valve in the ring. The indication for the redo was recurrent mitral insufficiency and there was no allegation of a product malfunction.